Manufacturer narrative:
The device will not be returned to olympus for evaluation. During initial follow-up, troubleshooting attempts were performed by olympus technical assistance center (tac) and the customer. The customer reported that they changed out the lamp, but the issue is still occurring. It was found that the customer is using third-party lamps and it was suggested that the customer use an olympus lamp. The customer wanted to be transferred to repairs to send the clv-190 in for repair. Subsequently, during additional follow-up related to reported event, the customer reported that the problem has been fixed and no additional information is available. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the light source, goes to spare lamp intermittently. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (10) ten years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause of the main lamp not working could not be identified. Olympus will continue to monitor field performance for this device.